Event description:
It was reported that during a rotator cuff repair procedure using the multifix knotless fixation device, the anchor broke when it was deployed. The anchor was removed successfully, but this deficiency caused a 30 minute surgical delay. Ultimately, the surgeon chose to complete the procedure using a competitive device. There were not pt complications reported as a result of this event.